Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file showed that there was an issue with the flexvision pc. As a part of troubleshooting action, the fse reloaded the complete flexvision pc software. However, the issue reoccurred (MFR 3003768277-2023-03734). The flexvision pc was replaced and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the flexvision pc did not start up successfully, it got stuck when the counter reached 00:00. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the problem. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the hard disks, reinstalled the software and returned the system to use in good working order.